Event description:
Event description guidant received information that this ventricular implantable lead exhibited a high, out of range, shocking impedance measurement. Additional information was obtained that one year later, after the patient had been lost to follow up, high out of range shocking lead impedance measurements have continued to be recorded. Pacing lead impedance measurements are good and stable.